Event description:
It was reported by an ent that the vns was diagnosed with left vocal cord paralysis. The ent is attributing the paralysis to vns as there were no other causal or contributory factors that he could identify. The patient began experiencing hoarseness in (B) (6) 2009 and per the treating neurologists office, no preceding setting changes occurred. There was a preceding change in medication, however the site is not attributing the medication change as a contributory factor to the vocal cord paralysis. The patient did have lead revision surgery due to a lead discontinuity, and surgery occurred in (B) (6)2006, where the lead was replaced. This lead discontinuity event was reported in manufacturer report # 1644487-2006-00220. The ent did not attribute the onset of the hoarseness and subsequent diagnosis of vocal cord paralysis to the lead revision surgery. Diagnostic testing performed recently has revealed that the device is functioning as intended. The ent noted that the patient does have allergies, and a corticosteroid to be administered nasally was prescribed. The ent has seen the patient since the diagnosis of vocal cord paralysis and noted that the vocal chords appear to be strengthening, and the patient reports that the event is tolerable and not affected by stimulation of the vns device. The device remains programmed on, and the patient is to follow up with the neurologist in 2 months for routine follow up appointment.